Manufacturer narrative:
Lot review: received. One used sh-10 chemoclave® bag spike; reported lot # 3368709. One used bbraun 250ml saline IV bag. The sh-10 was spiked into the IV bag. The clave of the bag spike was at an offset angle and leaked from underneath the clave. Functional testing: the sh-10 chemoclave® bag spike was visually examined and the clave was bent to one side. The clave was disassembled from the bag spike and it was observed that the clave male luer was broken (bend break) at the bond to the spike. Final summary/conclusion: the returned sh-10 chemoclave® bag spike was leaking due to a bend break at the bond interface between the clave male luer and the female luer of the spike. When a syringe is connected to a sh-10 chemoclave® bag spike this creates a long lever and care needs to be taken to support the sh-10 chemoclave® bag spike and not apply bending forces during use. Failure to do so can result in bend breakage and subsequent leakage. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding one sh-10 chemoclave® bag spike; lot # 3368709 (mfd. 12/2016) report states: 250 ml bag of cytoxin spiked with sh-10. Rn cesar diaz noticed leaking of drug from in-between the clave and the white body of the bag spike. Drug was lost by facility and parts will be returned for investigation. Patient involvement was reported as unprotected chemo exposure but no delay in critical therapy or adverse patient consequences.